Manufacturer narrative:
The results of the investigation are not complete at the time of this report.

Event description:
The event is reported as: the catheter fell out of a pt after a urological surgical procedure (turp). No pt injury reported.